Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture (baker grade IV), generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via social media that a female patient underwent a breast surgery with unspecified mentor saline implants and experienced bilateral capsular contracture, baker grade IV and symptoms including feeling sick, rash, and lumps in armpit. As a result, the patient underwent explantation on an estimated date of (B)(6) 2020. This report is for the left side device.